Event description:
Consumer called to report incidents of false low readings. Analysis run on clark error grid using mean avg reading (69) as reference point vs bd readings (30, 108) yielded some data points in the d range of the grid, outside acceptable limits.